Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing without original packaging. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at trifurcation and created lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause: core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. The DHR review is not required. A labeling review is not required. Correction- d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a sterile water leak from the foley catheter during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a sterile water leak from the foley catheter during use.